Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to cracked motor flex cable. No a35 alarm during our testing. Unable to verify e70 alarm in the alarm history due to motor error alarm. No cosmetic damage noted.

Event description:
It was reported the insulin pump alarmed motion sensor test failure and motor position encoder error while customer was asleep. Customer's blood glucose was 11.6 mmol/l. Alarms were explained to the customer. Both alarms have occurred multiple times. No further information reported.